Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The power management graph was not in specification. No unexpected low battery alerts or pump error alarms noted during testing. However multiple low battery alerts and pump error alarms were present in the format history file and pump error was triggered when the backup battery unloaded voltage (unloaded vlith) was less than 3.70v for 240 consecutive minutes as indicated in the power management graph due to an on-sleep anomaly software error. The pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of 4 low battery alarms since yesterday evening. The customer cleaned the battery compartment and there were no changes. The customer's blood glucose level was 7.5 mmol/l at the time of the incident. The product was returned for analysis.